Manufacturer narrative:
A follow up final is being submitted as the c code was updated to mechanical problem identified c07: stress problem identified c0706: fracture problem c070603 with internal clarifying code ep - torn/ripped component c070603-061.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, when removing air in the sheath using a syringe, air was aspirated from the valve. There was no air movement into the patient¿s body. In addition, there was no physical damage to the sheath or packaging. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
An event of air aspiration was reported. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.